Event description:
It was reported that an investigational drug (dsp) was programmed to infuse for four (4) hours, however the medication was infused fifty (50) minutes over the expected infusion length resulting in total duration of four (4) hours and fifty (50) minutes. The clinician then found the pump reading 380 ml of dsp has infused instead of the ordered volume 324.8 ml. The clinician was unsure if this is pump error or bag was overfilled. The facility clinicians verified that the programmed rate was correct. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.